Event description:
A biomedical engineer reported that during a retinal procedure the unit would not maintain eye pressure while trying to remove silicone oil. The silicone oil was removed manually. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).